Event description:
Reference number (B)(4). Event occurred in france. It was reported that, the patient faced issues with the catheters event on (B)(6) 2024. The blood sugar level was 400 mg/dl. The patient's ketone level was measured at 0.7 mmol. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(6) has been evaluated. The batch 6002734 in question was manufactured at the reynosa site. The investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula, introducer needle or steel needle was found abnormal either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type. Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6002734 was packaging according to the wi version 106, in the line inset 4, on 10/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11-aug-2025 against malfunction code soft cannula, introducer needle or steel needle was found abnormal either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type and lot 6002734 and no other complaint has been registered in database for the same lot 6002734 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to catheter issues, harm no reportable, no defect on tests, no non-conformance raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.